Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin revealed episodes of non-sustained right ventricular oversensing. It was possible myopotential oversensing was present on the ventricular channel. It is recommended to replicate oversensing with deep breathing and/or coughing. Turning off the lfa filter was also recommended. No further information is available.